Event description:
Coupling and communication issues were encountered while trying to recharge the device. The recharge screen was seen, but none of the recharge efficiency boxes were filled. A trickle charge was attempted. The patient hadn't recharged in 2 months. No patient symptoms were reported. The hcp determined that the implantable neurostimulator has flipped in the pocket. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.